Event description:
An endeavor resolute drug-eluting coronary stent system length 18mm, diameter 4mm, was intended to treat a lesion in a pt. It was reported that the device could not cross the lesion. The target lesion in the rca was excessively tortuous with little calcification. The device was inspected prior to use with no issues reported. The lesion was pre-dilated with 2 balloons. The physician commented that the 4.0x18mm stent was stiff and did not conform to the curvature of the vessel. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4) stent deformed during procedure. Eval, results: failure to deliver stent, stent deformation. Excessive tortuosity, little calcification. Conclusions: excessive tortuosity, little calcification. Eval summary: the device was returned to medtronic for eval in a non-medtronic hoop. The stent was positioned on the balloon as per specifications. The balloon pillows were partially inflated and the first two distal and proximal stent segments were flared, indicating that pressure may have been introduced into the balloon, possibly during preparation. A number of stent strut on the 7th and 8th proximal segments were slightly raised. A cd of procedural images was provided for eval. The images showed the target lesion to be severely stenosed. The images showed two guide wires positioned in the vessel throughout the procedure. Further images showed the guide catheter being advanced further into the vessel following the delivery and inflation of the first pre-dilation balloon. The images also show what appears to be the attempted delivery of the resolute stent proximal to the lesion. The device was withdrawn without being inflated. There are also images of a second pre-dilation balloon being inflated at the lesion site. It did not completely inflate as it conformed to the lesion morphology.